Event description:
It was reported that there was skin breakdown around the battery. It was stated that the condition had been occurring for "about one year." It was indicated that this was the first time the patient had it assessed. The neurologist reportedly felt that this was an "emergency" and that the patient needed to be seen. Additional information was requested and if received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient's doctor was very concerned and thought the implantable neurostimulator needed to be taken out. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3998, lot# j0424818v, implanted: (B)(6) 2005, product type: lead. Product ID; 389133, lot# j0546344v, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Manufacturer narrative:
Previous codes (B)(4) no longer applicable due to updated coding.

Event description:
No additional information received regarding this event.

Manufacturer narrative:
Event is now reportable for serious injury. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The caller stated their implant was removed because it was starting to poke out through the skin and was painful. The caller stated the device did not help at all and clarified it did not provide pain coverage. No further complications were reported.